Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would not complete its boot up cycle. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for preventative maintenance. Upon inspection, physio-control observed that their device would not complete its boot up cycle. There was no patient use associated with the reported event.